Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient ID was not provided. Patient age was not provided. Patient weight was not provided. Date of event was not provided. Additional 510(k) number is k101880.

Event description:
It was reported that during a procedure, it was noticed that there was no implant in the sealed container. Procedure was completed using another implant.

Event description:
There is no update to the original complaint description provided.

Manufacturer narrative:
One imp,tsv,6.0,10,mtx,mg (tsvt6b10) was returned for investigation. Visual inspection of the as returned product identified that the vial is empty of the implant and its components. The cap is noted to already be opened. The reported event could not be recreated due to the nature of the dental device and event (packaging issue). DHR review: DHR review was completed for the subject lot number 1239249. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. For instance, upon review of the DHR, images have been attached to the pce to further verify the conformance of the packaging for the reported device. Complaint history review: complaint history review was performed for the reported lot number (1239249) for similar event using keyword incorrect component quantity and no other complaint was identified. Post market trending review: may post market trending was reviewed and there were no actionable trends or corrective actions for the reported device (tsvt6b10) and event (missing components). Therefore, based on the available information, device malfunction could not be verified and the reported event was non-verifiable. As the packaging was already opened, the circumstances of device delivery could not be recreated.